Manufacturer narrative:
This report is filed november 28, 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.